Manufacturer narrative:
(B)(4) - device 3 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced cannula issues of with seven infusion sets. The cannulas were kinked. The event occurred on 20-jul-2024 to 03-aug-2024. Patient noticed symptoms within 3 or more hours after insertion. Infusion sets were used for 5 hours. The insertion of site was back. Patient regularly rotated site location. Patient confirmed the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was 500 mg/dl at the time of the event. Therefore, patient first visit emergency room and later was hospitalized. Patient was treated with IV fluids of saline and insulin. Patient changed site and took insulin via insulin pen. Patient was found to be positive for ketones. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.